Event description:
It was reported that during a laparoscopic inguinal hernia repair, the nurse removed the white protective cover and the jaws of the device were detaching from the device; falling apart. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was device ever used on patient? Did any part of jaws fall off of device? Did any part of jaws fall off into patient? If part of jaws fell off into patient, was part retrieved? Was there any change to procedure or post-op patient care? I do not believe the device was used on the patient, as they simply opened another device to perform the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, the shaft was returned bent and the tissue stop was missing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, thirteen clips were ejected due to the jaw condition;finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Possible causes for the damage found on the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.